Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad trace. No button error alarms occurred during testing.

Event description:
The customer's mother reported via phone call that she experienced high blood glucose. The customer's mother reported that the screen froze when going to bolus. The customer's mother reported that she received a button error alarm after battery change. The customer's blood glucose was 436 mg/dl at the time of incident. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.